Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of damage to the system controller power lead was confirmed via the customer submitted image. The system controller was not returned for analysis; however, a log file was submitted for review with events spanning approximately 13 days (10aug2022 ¿ 23aug2022 per time stamp). There were no events related to the reported event active in the log file. Pump operation was not affected. Additional provided information communicated on 29aug2022 stated that no product would be returning for evaluation. The root cause for the reported event was unable to be conclusively determined through this analysis. Heartmate ii instructions for use (rev. C) section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook (rev. C) section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly address and interpret all system alarms including power cable disconnect alarms. Heartmate ii instructions for use (rev. C) entitled ¿equipment storage and care¿ and heartmate ii patient handbook (rev. C) entitled ¿caring for the equipment¿ addresses how to properly maintain and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed for the system controller (serial #: (B)(4) and the system controller was found to pass all manufacturing and qa specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient had a tear in the white power cord of their controller. The patient's controller was exchanged on (B)(6) 2022 and there were no alarms associated with the damage. Log file review captured power cable disconnects associated with routine power source changes.